Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the rex roth valve is stuck. Associated malfunction for this device: poppet valve not shifting and tubing leaking.